Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: this device was received and evaluated. Visual observation revealed that the anchor was bent, therefore this complaint is confirmed. Possible root cause for the deformed anchor could be that the device was exposed to high temperature during transportation/ stock/ trunk stock. However a specific root cause for this failure could not be determined. From past manufacturing investigations performed at the manufacturing facility, no manufacturing defects have been identified which would cause the reported failure. The issue has been escalated to research and development for further investigation into the reported failure mode. Likely root cause for this type of failure is the device was exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. In the manufacturing process there is a 100% verification in the assembly step for suture tension done by the operators. Then a sampling inspection of 13 units is done by a certified operator outside the production line. A non-conformance search was performed for this part#: 210712 lot#: l187970 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure, but prior to use on the patient, the sales rep's lupine loop rapid anchor with orthocord implant was bent in half upon receipt. The case was completed with another like-anchor with no patient harm or delay. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.